Event description:
The customer reported via the sales rep that the unit had plastics shavings on it. It is further reported that a second unit was used to complete the procedure with no adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.